Event description:
It was reported that many stored images could not be retrieved from the image directory. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.